Event description:
Hamilton medical ag received the following event description from hospital report: technical faults appeared on the screen during ventilation. Patient was transferred to another device.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from hospital report: technical faults appeared on the screen during ventilation. Patient was transferred to another device.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** hamilton medical ag noticed that the reported device (brand name: galileo; version / model / catalog number: 155060) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA.